Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation received. Litigation alleges defective hip and has caused damage to his hip joint and his body. Doi: (B)(6) 2005 : dor: not revised (left hip).

Manufacturer narrative:
(B)(4).

Event description:
Pfs alleges, pain, swelling, fullness, elevated metal ions, limping, metallosis and osteolysis. Added stem due to alleged elevated metal ions. Added patient's age, height, weight, relevant test, law firm, surgeon, revision hospital, patient harm and lawyer in the associated contact. Updated patient's identifier and date of revision.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges pseudotumor and metal wear.